Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non-conformities with the device, some signs of clinical usage, and some blood on the jaws. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The handle was opened up and the microswitch lever arm was found to be bent. Based upon this observation, the reported complaint for "stopped working" was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system stopped working. The rptr stated that the operating room staff waited 30 seconds and turned on the unit, but it still would not power up. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.